Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('four tissue fragments containing portions of silver metallic coiled material consistent with an essure coil.') And pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A64630) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (hysterectomy(partial) and laparoscopic right salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, fatigue, alopecia and weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, device breakage, dysmenorrhoea, fatigue, heavy menstrual bleeding, pelvic pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion.. Lot number: a64630, manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('four tissue fragments containing portions of silver metallic coiled material consistent with an essure coil.') And pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A64630) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (hysterectomy(partial) and laparoscopic right salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, fatigue, alopecia and weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, device breakage, dysmenorrhoea, fatigue, heavy menstrual bleeding, pelvic pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2021: medical record received. Event device breakage and it's surgical intervention added. Lot number & reporter were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (hysterectomy(partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, fatigue, alopecia and weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case becomes an incident. Injury event was removed. New events added: pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, fatigue, hair loss, weight fluctuation. Lab data and removal date were added. Reporter's information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.